Event description:
Caller states that she did 9 tests over the course of 3.5 hours. Test results ranged from 81-261mg/dl. At 1:30 she drove to the hospital because she is pregnant and was concerned with her blood sugars. At 1:30 the hospital tested results for her blood sugar was 113. Customer kept pod on while at hospital. She waited at the hospital until 6:30 and then went home. Caller states that she used all of the tests strips in the vial and discarded vial, no strip info available. Caller states pdm, bg meter was coded properly. Customer requested that pdm be replaced. The device will be evaluated on return to the MFR.

Manufacturer narrative:
The device was not returned for eval. No test strips were returned by the customer, therefore no comparative testing could be performed on the user's strips. No conclusion can be drawn. A follow-up report will be submitted if the device is received for eval after the date of this report.